Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging that the product was having the following unresolved power related issue: onetouch ping meter powered off during use. This was a brand new out of box product and the condition of the battery was good. There were no allegations of harm or injury.